Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025, it was reported that a beta bionics ilet user was unable to unlock the touchscreen. The user was advised to perform a force restart and check for firmware updates to resolve the touchscreen sensitivity issue. No hospitalization was required and no long-term health effects were reported.